Event description:
It was reported that the pt experienced intermittent shocking at the neck. The stimulator was replaced. It was felt that there was possibly a broken lead, but the physician requested that the batter be checked for defects. The pt recovered with sequela, the sequela was not specified.

Manufacturer narrative:
The stimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.